Manufacturer narrative:
Pt weight: unk. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -4.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and angle closure. The peripheral iridotomies were enlarged. The lens was exchanged for a shorter lens.

Manufacturer narrative:
Patient info: female. Explant date: (B)(6) 2016. Event date: unk. Additional information received - the lens was explanted on (B)(6) 2016 due to elevated intraocular pressure, narrowing of the angle and shallowing of the anterior chamber depth. The cause of the event was unknown. Patient's current condition is bcva 20/20 +2 and vault is 3/4 CT. Result: visual inspection of the returned product found no visible damage. The lens was returned in liquid. Conclusion: (unable to confirm complaint): based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).